Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient has decided to not pursue revision surgery at this time. The recipient will be monitored. This is the final report.

Event description:
The recipient is reportedly electing revision surgery despite device testing being within normal limits. Revision surgery is under consideration.